Manufacturer narrative:
The results of this investigation concluded fibrous pannus ingrowth was found on the inflow surface of cusp 1, and on the inflow and outflow surfaces of cusp 3. A thin layer of fibrin deposition was found on the inflow and outflow surfaces of cusps 1 and 2. A perforation was observed in cusp 1, and cusp 3 was retracted. There was no evidence of inflammation or significant calcifications and gram stains were negative for organisms. No evidence was found to suggest the cause of the observed pannus, fibrin, perforation and retraction was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted and the procedure was challenging due to the patient's obesity and frail aorta. On (B)(6) 2015, the valve was explanted secondary to regurgitation and a 23mm non-sjm valve was implanted.